Event description:
The field service engineer (fse) was present for an ablation case at barnes jewish (B)(4). After connecting the robot to the patient and setting up for fiducial registration, fse chose the 'fiducial registration' button, but the arm was unable to connect. Shutting down the robot and restarting fixed the issue. Delay to case was inferior to 5 minutes. No impact to patient, patient was already under anesthesia.

Manufacturer narrative:
This report is submitted to correct the UDI that was provided in the initial report. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
An analysis of the data logs from the subject event has been performed. This analysis concluded that the event is due to a known anomaly. (B)(4).

Event description:
The field service engineer (fse) was present for an ablation case at (B)(6) (br17036). After connecting the robot to the patient and setting up for fiducial registration, fse chose the 'fiducial registration' button, but the arm was unable to connect. Shutting down the robot and restarting fixed the issue. Delay to case was inferior to 5 minutes. No impact to patient, patient was already under anesthesia.